Event description:
Approx six months post index procedure, the pt was admitted for a staged procedure/re-pci. During a yearly follow-up, in 2008, the pt reported experiencing angina pectoris. The pt was compliant with his medications. A pt was enrolled in the study in 2007 with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the proximal left anterior descending (lad) branch. The lesion was pre-dilated and a 3.0 x 23mm cypher select stent was electively implanted at 14 atm. The pt's baseline medication included aspirin, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included aspirin, clopidogrel and heparin. The pt's post-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This male in the registry experienced restenosis post implantation of a cypher stent. Medical history included known coronary disease with prior CABG, hypertension and hyperlipidemia. During the index procedure, one 3.0/23mm cypher select+ stent was implanted in the proximal lad. The target site was described as a type b1 lesion: 21mm lesion length with 75% stenosis. The stent was deployed at 14 atm with a satisfactory result; no residual stenosis remained. The pt was discharged without incident and remained asymptomatic at the 1-month follow-up. Prior to the 6-month follow-up, he was readmitted for clinically driven angiography that identified a "significant lesion judged to require revascularization", which was given a "probable" relationship to the previously implanted stent. No add'l details were provided. At the 6-month follow-up, he was asymptomatic; at the 1-year follow up, he reported angina. The product was not returned for evaluation; it remained implanted. A review of the mfg records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that pt factors (existing coronary disease) may have contributed to the event.